Event description:
The event occurred on an unspecified date and involved a transpac® IV monitoring kit, 84", disposable transducer, 3 ml squeeze flush device, macrodrip un-bonded where it was reported 3 ml flush transducer kits have been having occlusion issues. There was patient involvement and no adverse event.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Possible lot number: 14291923. MFR date: 03/05/2025. Exp date: 02/01/2028.

Manufacturer narrative:
Investigation summary: the reported complaint of occlusions was not confirmed. No visual anomalies were observed on the returned sets. When the returned sets were primed and pressure leak tested, no leaks were observed. However, an non-conformance report (ncmr) was identified with an occluded male luer. Based on the ncmr, the reported complaint was confirmed even though the returned sets performed per the specifications.